Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, fault 319 had appeared prior to starting a case and had persisted after staff had power cycled the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) had reviewed the logs and had confirmed the fault. The tse had then walked the caller through a hard power cycle of the robot, but the fault had remained. The tse had explained that they could proceed using three arms or use a different patient cart to regain access to four arms. The procedure outcome is unknown with no reported injury.